Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_recharger_acc, product type recharger.

Event description:
Information was received from a patient. It was reported that they were unable to charge their implantable neurostimulator (ins) and was experiencing pain. The patient stated that the cord was bare. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is unknown.